Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The following day, the patient was hospitalized for the event. The same day as hospitalization, the patient began treatment with intraperitoneal injections of exmer 500 milligram given twice a day (duration not reported) for the event of peritonitis. At the time of this report, the patient outcome of this peritonitis event was unknown. Dianeal therapy was ongoing. No additional information is available.